Manufacturer narrative:
Investigation: bd has been provided with sample for catalog 301948 lot 1811160 to investigate for this record. After evaluation of the returned sample, the foreign matter was identified as embedded contamination in the barrel. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polypropylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the barrel without possibility of being detached from it. DHR showed no indication of the alleged defect.

Event description:
It was reported that foreign matter occurred with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "before use, it was found black foreign matter in barrel." 7 occurrences were reported, no date/time or patient information given.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "before use, it was found black foreign matter in barrel." 7 occurrences were reported, no date/time or patient information given.